Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions h11: investigation summary, the information in this complaint (B)(4) has been evaluated for the malfunction code no malfunction based on complaint information. The batch 6010321 in question was manufactured at the reynosa site. Test results: complaint investigation: the reference samples cannot be tested because there was no specific malfunction to investigate. Device history record (DHR) review: the lot 6010223 was manufactured according to the work instruction (wi) version 120 packaging in the inset 10, on 15/nov/2024, with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation were identified related to the malfunction reported, no maintenance events were recorded. Trending: a query was run in database on 08/jul/2025 against malfunction code no malfunction based on complaint information, harm code infection requires prescriptive treatment eg oral antibiotics, and lot 6010321 and no other complaint has been registered in database for the same lot number, harm code and malfunction code.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced an infection at infusion set insertion site on (B)(6) 2025. Patient discussed the infection with health care professional (hcp) and recieved the medication from health care professional (hcp). Infusion set was used for two days. Patient also experienced high bloog glucose level at the time of the event. Therefore, patient took correction injection via multiple daily injection (mdi) for the treatment. Patient replaced infusion set and resumed insulin deliveries successfully. No further information available.

Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary - the information in this complaint. (B)(4) has been evaluated for the no malfunction based on complaint information. The batch 6010321 in question was manufactured at the reynosa site. Complaint investigation: the reference samples cannot be tested because there was no specific malfunction to investigate. Device history record (DHR) review: the lot 6010321 was manufactured according to the work instruction (wi) version 120 packging in the inset 10, on 15/nov/2024, with a total of (B)(4) units. Review of the device history record (DHR) showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation were identified related to the malfunction reported, no maintenance events were recorded. Trending: a query was run in database on 08/jul/2025 against no malfunction based on complaint information, harm code infection (requires prescriptive treatment e.g., oral antibiotics) and lot 6010321 and no other complaints have been registered in database for the same lot number, harm code and malfunction code. Conclusion summary of complaint investigation: as a result of the following: no non-conformance (nc) raised during production, no other complaint received on the lot in question, harm code and malfunction code, no further actions are required. This complaint will not require further root cause investigation or corrective and preventive action (CAPA) plan. Therefore, this issue will be monitored through the post market surveillance activities.

Event description:
To date no additional patient or event details have been received.